Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that inappropriate therapy during an svt episode was observed via remote transmission. Blanking of atrial events due to programmed settings led to inappropriate detection of svt as vt. Reprogramming changes were made and patient was recommended medications to control the afib. It was later reported that the device explanted and replaced.

Manufacturer narrative:
The reported field event of inappropriate therapy was not confirmed in the laboratory. Upon receipt, the stored electrograms were noted to have been cleared on explant. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the inappropriate therapy could not be determined.